Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic nephrectomy, the bag partially detached from the ring. The bag would not release from the prongs after deployment, so the surgeon to cut a piece of the plastic to get the bag to release. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.